Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl and 522 mg/dl. Customer stated that catheter was bent under the skin and caused high blood glucose. Customer stated that had issues with bent cannulas in past but last couple sets they inserted over last few days have bent caused high blood glucose. Troubleshooting was done for high blood glucose and under delivery and bent cannula. The insulin pump will not be returned for analysis.